Event description:
It was reported that prior to use, when the shaver connected to the m5 handpiece, after activation, the handpiece started to heat up after approximately 30 seconds. Too hot to un hold it. The device was being run at 12000 rpm in forward mode. Irrigation was being used. Another device was used to complete the procedure. There was no patient involved.

Manufacturer narrative:
H3: product analysis found pre-repair temperatures performed and in 1 minute the motor area exceeded 119f. Motor corroded. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. G3: the correct aware date of the issue was 07-may-2024. H3: product analysis further found, could not verify excessive heat. Pre-repair temperature check performed in 1 minute, the temperatures were gear 82.7f, motor 83.1f and bearing 83.8f. H6: previously applied codes fdr c0601, c1101, fdc d02 are no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
As per the analysis of the handpiece, the pre-repair temperature test results performed after 1 minute are less than 118f, which does not meet the reporting criteria.